Event description:
During an "esphagastrectomy" using the power circular stapler, the firing sequence was incomplete. The tissue was not cut or stapled. A thoracotomy was performed to complete the anastomosis.